Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The dissector balloon appeared intact. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device's inner sleeve would not remove from the device's outer sleeve. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).